Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Guide for saw blade has snapped off. Broken part not returned with instrument. Item returned in loan kit. No other information given. This case has been reported by the loan kit technician during loan kit inspection. The instrument had further been assessed. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Examination of the submitted cutting guide confirmed one of the two saw captures is missing. The initial reporting stated no further information about the case can be obtained. The root cause is product wear out. Based on the investigation determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.